Manufacturer narrative:
It was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Bowcock, e., morris, I., lane, a. Dexmedetomidine for acute clonidine withdrawal following intrathecal pump removal: a drug beginning to find its expanding niche. Journal of the intensive care society. 2016;17(3):271-272. Doi: (B)(4) summary: serious complications from acute clonidine withdrawal due to intrathecal pump malfunction have been reported, such as the development of stress-induced cardiomyopathy. Previous case reports have described the use of intravenous clonidine and benzodiazepines to manage the acute withdrawal syndrome. Reported events: a patient was admitted to the intensive care unit (ICU) due to life-threatening sequelae of acute clonidine and opioid withdrawal following the removal of an infected intrathecal pump 48 h prior. The withdrawal was characterized by hyperactive delirium; blood pressure 280/190mmhg: sinus tachycardia 165 beats/min. The patient had been previously receiving; intravenous morphine infusion; twice daily oral dosing of clonidine; additional intravenous clonidine. She required intubation and ventilation to control her physiological derangement and delirium. The initial use of opioids, benzodiazepines and propofol did not result in a resolution of her severe tachycardia, and unfortunately led to hypotension requiring numerous aliquots of vasopressor medication. Dexmedetomidine was commenced at a dose of 1 mg/kg/h with no initial bolus, enabling a cessation of the midazolam, and significant weaning of the propofol. After 60 min, there was a sustained episode of hypotension leading to a reduction in the dexmedetomidine dose to 0.4 mg/kg/h, which achieved cardiovascular stability with a blood pressure of 150/90 mmhg and a heart-rate of 64 beats/min. The patient was extubated 48 h after intubation on 0.4 mcg/kg/h dexmedetomidine and morphine 2 mg/h. She discharged from ICU on day 3 pain-free, having being re-started on oral clonidine, and continued on intravenous opioids.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.